Event description:
According to the reporter: during distal gastrectomy , the device stopped on the half way and did not retract at all. The surgeon clamped the both side of the staple cartridge, and removed the device from the tissue by the surgical knife. Additional tissue resection was required due to the issue. There was tissue damage. Less than 200 cc of bleeding occurred as a result of the issue. The surgical time was extended by more than 30 min. Patient status : unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.